Manufacturer narrative:
Title: feasibility of total laparoscopic living donor right hepatectomy compared with open surgery: comprehensive review of 100 cases of the initial stage source: (B)(6) 2020. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study performed on may 2013 to october 2017, a total number of 305 living donor hepatectomy surgeries were analyzed. 100 of these patients had a laparoscopy and 205 of these patients had open surgery. Among the 100 donors who initially underwent laparoscopic right hemi-hepatectomy, six donors underwent open conversion and four underwent reoperation. Three cases were as follows: a (B)(6) ear-old female donor had bile leakage and was admitted to the operating room on the 10th postoperative day. During laparoscopy, bile leakage was identified on the cut surface of the liver. After ligating the leaking minor duct, the patient was discharged with no other complications. A (B)(6) year-old female donor had postoperative bleeding on the operative day and returned to the operating room. During laparoscopy, bleeding from right hepatic artery due to polymer ligating clip displacement was identified. The artery was ligated thereafter. A (B)(6) year-old male donor had bile leakage and underwent reoperation with laparoscopy. The clip ligating the cystic duct was displaced and was ligated with clips. Additionally, two of the patients who underwent open conversion experienced injuries during bile duct dissection; (B)(6) year old female due to portal vein injury and a (B)(6) year old female with hepatic duct injury. Evaluating the total complications of all donors: laparoscopic donors: 22 of 100 patients had 3 patients experienced ileus, one patient had wound issues, three patient had complicated fluid collection, biliary complications for eight patients, one patient had bleeding, portal vein structure or thrombosis in two patients, and ¿other¿ on patients. Foropen donors: 32 of 205 patients; three patients experienced ileus, wound issues on seven patients, ascites on three patients, eight patients had fluid collection, seven patients had biliary complication, one patient had bleeding and ¿other¿ on three patient.